Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 04/10/2019. The two most recent shipments of ctni cartridges to the site prior to the observed discrepant results include lots a18339a (30-dec-2018) and a18350 (10-jan-2019); therefore, these two lots were investigated as they are the most likely lots in use while the unexpected results were observed. A review of the device history records (dhrs) confirmed that the cartridge lots met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lots a18339a and a18350.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result of 0.08 on a patient. There was no patient information or final diagnosis provided with multiple requests. (B)(6). Positive cut-off value: >0.08 ng/ml. Collection times not available. No patient information available. No product lot information available. Per I-stat system manual: art: 714258-00q; reportable range: 0.00 - 50.00; reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results); reference range: 0.00 - 0.08 (represents the 0 to 99% range of results). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. Based on the limited information available there is no evidence that suggests the patient suffered an mi. The investigation is underway. However, since there was no product lot information provided, an investigation may be limited based on shipping data.